Event description:
A 3mm-4mmx80cm donor vein was ordered for popliteal-tibial bypass surgery. The pt's leg was incised and being prepped for the donor vein when it was discovered that the donor vein was cut into 3 pieces and unacceptable for use. The leg was sutured and the surgery was cancelled.